Event description:
Sphinterotome was reported as "defective" by endo dept staff. No clear facts on how it was defective. Device available.

Event description:
Add'l info received from MFR 12/20/03: a visual and functional evaluation were performed. The cutting wire and distal end of the sheath on the return sample were twisted. The sheath was also twisted in several locations along the working length. Once the device was reoriented, no failure mode was found. The directions for use (dfu) state, "prior to performing the sphincterotomy, make sure the sphincterotome cutting wire is in proper position when viewed endoscopically." The engineering evaluation indicated the return sample was twisted. However, the device was reoriented and no other problems were found. It is possible that the handle was repeatedly rotated during use thus causing the cutting wire to orient incorrectly. A lot history search is performed to determine if similar events have occurred with other devices on the lot in order to identify any trends. The dfu also contains "caution statements."